Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an unknown procedure. The reload were not able to be fired. The surgeon could press the green firing button and squeeze the handle. No patient injury.